Event description:
It was reported that the ilet stopped displaying continuous glucose readings due to a communication interruption with the dexcom g7 sensor, while the dexcom g7 mobile app continued to show glucose values; the user was guided to re-enter the pairing code and toggle connections and was informed that reconnection could take up to 30 minutes. Symptoms included no physiological symptoms, as glucose data remained available on the dexcom app. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a probable loss of bluetooth communication between the ilet and the cgm transmitter, with sensor function otherwise intact. It was concluded that the event was consistent with transient communication disruption without evidence of device malfunction, resolved or expected to resolve after reconnection steps.